Event description:
The metallic stem which handles the anchor twisted at the end of screwing and broke. The anchor remained in the bone standing out about 1 or 2 mm. It was impossible to screw it by hand. The anchor remains in the pt but is proud. The site was prepared by abrading the bond and pre-drilling with a 2.5mm drill as stated in the IFU. Axial alignment was maintained however the ao-2 finger technique was not used. Email rec'd on 12/3/2007 confirmed the surgeon did not succeed to tie the suture and completed the repair using another implant.

Manufacturer narrative:
No prod is being returned for eval.